Manufacturer narrative:
At this time, the product remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that the right ventricular (rv) lead connected to this pacemaker, triggered an alert for pacing impedances greater than 2000 ohms. It was also reported that pacing thresholds were over 4 volts. During surgery, noise oversensing of the electrocautery was reported. The lead was abandoned surgically and no testing of the lead was performed. The rv lead is from another manufacturer. The device was also removed and replaced. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. High power visual inspection of the device header and seal plugs noted no anomalies, and the setscrews move freely. Pin gauge testing designed to verify proper port dimensions was completed, and each port measured as expected. The device was then exposed to simulated heart load conditions, where the pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Impedance testing was performed where all values were within normal limits, and no noise was able to be reproduced when lightly manipulated. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the report high out of range impedances or thresholds.

Event description:
This report is being filed with analysis details.